Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: contraindications: method for use: do not reuse. Do not resterilize. This device contains 10 percent povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. Directions for use: method of use: cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. Lubricate the catheter shaft with the lubricant jelly. Carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. Pull the catheter slightly to seat the balloon at the level of the bladder neck. To deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. No substance except sterile water should be used to inflate the balloon. If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. A DHR could not be performed since lot number provided was invalid. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, foley catheter balloon did not inflate properly. In the first place, there was some doubt as to whether the syringe contained the specified amount of distilled water, 10 ml, or if it was too little. Per follow up information received on 18nov2025, stated that since it was a used item, there was no way to check it.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, foley catheter balloon did not inflate properly. In the first place, there was some doubt as to whether the syringe contained the specified amount of distilled water, 10 ml, or if it was too little. Per follow up information received on 18nov2025, stated that since it was a used item, there was no way to check it.